Manufacturer narrative:
Thrombocytopenia: the root cause of the thrombocytopenia issue was not determined since insufficient clinical information was provided. Low pump flow: clinical states that on (B)(6) 2025, patient had suction alarms and albumin was given for troubleshooting. No heparin in purge due to thrombocytopenia. Pump was not returned for investigation. Data logs were investigated and it was observed that the pump had suction alarms and lower flows at p7. No motor current spikes outside p-level changes observed. Placement signal is seen drifting slightly down a little. The suction alarms resolve after the clinical mention of albumin given. Flows stated to be slightly low at p-6 on may 5, however data logs show pump at p-4 in this time frame with flows in range. The root cause of the low pump flow was most likely patient condition related as the suction alarms resolved with volume.

Event description:
The complainant reported a patient was implanted, pre-operative placement, with an impella 5.5 device for mechanical circulatory support (mcs) and experienced low pump flow and thrombocytopenia requiring intervention. The patient was a workup for a coronary artery bypass graft and the decision was made for pre-operative place of an impella 5.5 device due to multi- vessel disease, mitral valve and tricuspid valves replacement. While inducing, the patient coded for two minutes. Transesophageal echocardiogram showed biventricular failure. The impella 5.5 device was placed and a transesophageal echocardiogram showed 4.8 centimeters secured at 49 centimeters and re-evaluated right ventricle showed right ventricle failure. The impella 5.5 device was unable to flow above p-6 without suction alarms. Pulmonary artery pulsatility index was 0.5 and a decision was made to implant an impella rp flex, which was successfully completed, for bipella mcs. After the implant procedure, the patient was transported to the unit on support. Overnight, one dose of albumin was given for suction events. The impella rp flex support level was decreased to p-7 and noted with surgery planned. Three days later, the patient received a platelet infusion. The following day, there was a slight increase in platelet count post infusion. The patient remained off heparin due to thrombocytopenia and hemoptysis. Abiomed clinical support discussed with the nurse the importance of therapeutic activated clotting time while the impella 5.5 and impella rp flex are in use. Bipella mcs continued. A couple of days later, the protected percutaneous coronary intervention was completed and the impellas were weaned and successfully explanted approximately seven days later.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.